Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between november 20, 2013 and november 22, 2013. Evaluation summary: the used device was received for evaluation. Visual inspection noted particles ranging between 0.30 to 0.40 mm in size, floating inside the fluid of the reservoir. The particles were identified to be acrylic material via ftir spectrophotometer scanning. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.

Event description:
It was reported that a small volume intermate had particulate matter within the bladder. This was identified during filling of the device. There was no patient involvement. No additional information is available. This is report 1 of 2.